Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 50's beats per minute. Remote data was reviewed and the presenting rhythm appeared to show t-wave oversensing (twos). The rv sensing polarity was reprogrammed to rvtip to rvcoil, however twos was still evident therefore the sensing was programmed back to bipolar and the sensitivity was decreased. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, lead implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.